Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s current blood glucose was 500 mg/dl. Customer did not experienced any symptoms related to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Customer stated that auto mode feature was not active. Customer stated that troubleshooting was done for high blood glucose. Customer stated that insulin flow blocked alert whenever they tried to deliver a bolus. Customer stated that insulin exit during 5 unit fill cannula. Customer reported that the insulin pump will not be returned for analysis.